Event description:
Reporter indicated that diagnostic test resulted in high lead impedance reading indicating a possible lead discontinuity. Patient had full revision surgery. No serious injury was reported. Generator and lead were discarded after surgery.